Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon powering up the system, the monitor remained black. No text or logos could be seen on the screen at any point. During troubleshooting, the power led was illuminated, and the fans could be heard in the system on every boot-up. The monitor led was not illuminated with the system powered on, and hitting the soft keys did not activate the monitor led. The system was rebooting leaving thirty seconds between powering off and on, and the issue was resolved. The site believed that they may have been holding the power button down too long upon boot-up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product 9735795, lot number: 23314016. It was reported that the monitor was tested and it was found that the hdmi connection was loose. When the cables were wiggled, the monitor often turned black. Despite the connection issue the monitor displayed a good image with normal sound and touch function worked. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. They were unable to reproduce the boot issue but when system is powered down it gives this error saying ¿failed to turn off ups on shutdown¿. It was fine in self test. They reseated all the cables but couldn¿t make it go away. They were going to wait and see if it happens again and then try replacing the power supply if needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.